Event description:
It was reported that a transcatheter aortic valve evfxplus-23 was implanted in a patient diagnosed with aortic valve stenosis and cl assified as nyha functional class ii. The patient had comorbidities including diabetes mellitus, treated with oral antidiabetics, hypertension and right bundle branch block. The patient was receiving ongoing pharmacological therapies including asa, beta-blockers, and other medications. Following the implant procedure, the patient experienced an ischemic stroke and required hospitalization.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.